Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead experienced high thresholds during the first positioning attempt. The second position attempt, the lead experienced high and undefined impedance levels and no capture. The helix then required over thirty rotations to retract the helix. A third position was attempted; however, the helix would not extend. The lead was explanted and replaced. No patient complications have been reported as a result of this event.